Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported the customer is experiencing issues with his model otv-s190 as the latch in the scope socket is not latching securely and it's causing intermittent loss of image. It was noted the video connector of the endo-eye and camera head may slide out of the video socket because of the latch and then the image is lost. As a result, the customer has to push it back in securely and are then able to get the image back and proceed. The device was repaired which resolved the issue. It was also noted it is unknown if the end users are consistently pressing the latch to release the lock before removing the scopes or camera heads.

Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-03969. The original equipment manufacturer (OEM), performed a device history record review and no abnormalities were noted. No device was returned to the OEM, therefore, the exact cause could not be conclusively determined, however, an investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The possible cause of the failure is that the user has pushed the video connector into the video connector receptacle with excessive force or tried to remove the video connector without unlocking it. The image output is also considered to become unstable because the lock is unstable. Olympus will continue to monitor the field performance of this device. To mitigate device damage, the following is stated in the otv-s190's instruction manual about the installing and removing the scope to the video connector. Push the video connector into the video connector socket of the instrument all the way until it clicks, holding this instrument with a hand so that it will not move. Confirm that the ¿up¿ mark points upwards. When a visera series endoscope or camera head is used, disconnect the video connector of the videoscope from the instrument, holding the instrument with a hand so that it will not move and push the locking lever down.